Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their controller screen was displaying ¿settings not available¿ and ¿cannot provide your desired settings.¿ they indicated that this issue started a couple of days prior to the report. The patient tried to decrease to zero volts at the time of the report, but then the patient was not able to increase above 6.9v. The patient stated that they were last programmed a week ago, and they do not have multiple programs to choose from. They also mentioned that their stimulation was not helping as much as they thought it would since implant on (B)(6) 2018. Their physician told then to wait a couple of weeks. The patient was redirected to follow-up with their healthcare provider regarding programming. Additional information received from the manufacturing representative (rep) stated that the physician¿s office reached out to the patient and scheduled them for an appointment on (n)(6) 2018. The rep stated that the patient only had 1 program at the demand of their physicians. The ¿settings not available¿ screen will be addressed at the patient¿s appointment. Additional information was received from a healthcare professional (hcp). It was reported that the generator was reading oor with max voltage. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. Additional information was received from the healthcare professional (hcp). They stated there was high impedance. No patient complications were reported as a result of this event.